Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion was pre dilated with a 2.00 x 12mm non compliant balloon. A 2.50 x 16 synergy drug eluting stent was fully deployed at nominal pressure without any issues and post dilated with a 2.50 x 10mm non compliant balloon. The cine view revealed a non-flow limiting proximal edge type a dissection. The patient had no symptoms from the dissection. Another stent was implanted to cover the dissection and complete the procedure. The patient was stable and fully recovered.